Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after an endovascular aneurysm repair (evar) interventional procedure using an 8f sheath. Reportedly, a cuff miss [suture retrieval issue] was noticed. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. An additional perclose plunger was received at abbott vascular. Analysis of the plunger noted a posterior cuff miss. There was no information reported regarding this device; therefore, the method used to achieve hemostasis is unknown. No additional information was provided.

Manufacturer narrative:
D4: the UDI is unknown due to the part/lot number was not provided. Visual inspections were performed on the returned device. The unspecified failure mode was observed as a needle to cuff miss. A review of the lot history record and complaint history could not be conducted because the part and lot number were not provided. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The prostyle device referenced in b5 is filed under separate medwatch report number.